Event description:
It was reported a hole in catheter during flush test performed after opening the package, but before introducing it into patient. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed and appears to be related to the removal of the stylet. One 2 fr perqcath catheter was returned with the t-lock attached to the catheter. The catheter was flushed, and a spraying leak was noted near the first depth marker. Microscopic observation of the leak location revealed two longitudinal splits at the first depth marker. The splits contained rough and granular texture along the edges. The catheter was bisected longitudinally and revealed additional longitudinal damage. The rough, longitudinal damage was likely caused during removal of the stylet. The product instructions for use (IFU) cautions states, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape¿ and to ¿preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet.¿ since the leaks were observed to have likely been caused by stylet damage during removal, the complaint is confirmed.

Event description:
It was reported a hole in catheter during flush test performed after opening the package, but before introducing it into patient. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed, but the exact cause could not be determined. One video was provided for investigation. The video showed a 2fr single-lumen per-q-cath PICC being flushed with a clear fluid. Drops of fluid were shown leaking just distal to the zero mark. It appeared that the stylet wire had been partially retracted from the catheter. The video pans over the length of the PICC. Fluid appeared to be accumulating at the distal tip of the tubing, which indicated that the catheter was patent to infusion, but the amount of fluid near the zero mark was larger. Since the video demonstrated the reported event, the complaint was confirmed; however, the characteristics of the leak site could not be discerned from the video. Although the exact cause could not be determined, potential contributing factors include damage from stylet retraction, sharp instrument damage, and overpressurization. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer0513 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a hole in catheter during flush test performed after opening the package, but before introducing it into patient. No other information provided.